Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call external ram crc error and unexpected restart alarms. Customer advised when they are getting ready to eat and press the act button the device starts to beep. Customer advised the 2 alarms occurred at night and woke them up. Customer blood glucose was 110 mg/dl and their sugar glucose was 49 mg/dl. Troubleshooting for the alarm was performed. Customer was advised of their errors in the alarm history. Customer was advised on how to turn beep feature off and to monitor the insulin pump. Customer was advised to call back if they have any other issues.